Event description:
The manufacturer received information alleging a ventilator's volume was low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was calibrated to address the issue.